Event description:
It was reported that during a lobectomy procedure, the device was fired and the stapler caused bleeding and stopped midway then could not reverse. The surgeon unlocked and opened the device using the manual over ride. There was no tissue damage. The staples did not form. There was not much blood loss and the patient was not given a transfusion. A bovie was used to control the bleeding. Another device was used to complete the procedure. No adverse consequences reported. On what tissue type was the device used? At what location on the tissue? Somewhere on the lobe however not on a vessel. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Asku. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with three ecr60w and one ecr60b cartridge reloads present. The reloads were received fully fired. Reloads (b, c) were observed with tissue gripping surface. All reloads were disassembled to verify the condition of the internal components and no anomalies were observed.; no damage on the deck was noted. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The knife reverse worked as intended. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.